Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. According to the information received: ¿anchor breakage. It was reported that during the surgery, the anchor was broken off (as the photo shows), removed all the broken parts. Another device was used to complete the surgery. There was a 5 min delay. There were no adverse consequences to the patient. No additional information could be provided.¿ the product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found that the screw was broken at distal end. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the intrafx advbr scw8x30 w/smshth would have contributed to the complained device issue. Based on the investigation findings, the driver was not fully seated in the screw and the excessive force applied during insertion caused the screw damaged. As per IFU-114007: 1) the appropriate size screw onto the hex driver. Refer to table 1, implant sizing guideline. 3) pull to desired tension and insert screw over guidewire into the sheath until it is flush with the cortex of bone. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Document specification review: IFU-114007. Device history lot: pn: 254807. Lot number: 107x73. There was no non conformance regarding this lot manufacturing date: 22/apr/2025. Expiry date: 31/mar/2028. Device history batch: null e1: the reporter¿s complete facility address was not provided.

Event description:
It was reported that during an arthroscopic anterior cruciate ligament repair procedure the intrafx advbr scw8x30 w/smshth device broke. Removed all the broken parts. Another device was used to complete the procedure. There was a 5 min. Delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.